Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates surgery took place on 1jul2024 wherein the lead was moved to the right and an anchor was used to secure the lead. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention may occur later to address the issue.